Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the heartstart mrx alarmed asystole when pt was fine. There was no pt impact.